Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have an instrument tube adapter broken. The broken piece was not returned, measuring roughly 0.078" x 0.114" in size. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors (mcs) instrument was broken or worn out. No fragment fell into the patient. The procedure was completed with no reported injury.